Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioning touchscreen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) touchscreen malfunctioning. A getinge field service engineer evaluated touchscreen malfunctioning. Performed steps to reproduce the reported failure/error, yet the failure did not reproduce; now, the touchscreen continues to function as intended. Precautionary service: pm is performed without issues. Noted: batteries (2x) are due for replacement, advised the in-house biomed team to garnish a new pair a quote will be provided upon request. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range updates provided to ms. It is unknown of patient involvement.

Event description:
N/a.